Manufacturer narrative:
The device history records for the pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The DHR for pad-pak lot j0775 was reviewed, which showed the returned pad-pak as 1 of (B)(4) manufactured on the 11th may 2020, (B)(4) of which were released from heartsine on the 13th may 2020 to (B)(6). Upon receipt, the returned pad-pak was found to be depleted beyond any use. This had resulted in the device failing self-tests due to a low battery. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led as per the reported fault. The failure of the returned pad-pak had been due to the single failed cell. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 360 device.

Event description:
There was no patient involved in this event. AED reports that the battery is empty.

Event description:
There was no patient involved in this event. AED reports that the battery is empty.